Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that the catheter was leaking at the y junction. The catheter was removed and replaced.

Manufacturer narrative:
The device history record was reviewed indicating that product was released accomplishing all quality standard requirements. There were no non-conforming issues reported during the production of this product for a similar condition as reported in this complaint. The sample was returned for evaluation. The product sample was returned within a generic plastic bag. It consisted of a palindrome 23/40 kit w/slot with signs of use. After visual inspection, a hole between the hub and the anti-microbial sleeve was found and additionally the catheter was cut approximately 5 cm below the hub. During functional testing (underwater test), bubbles were detected coming out below the hub, from the lumen which corresponds to the venous extension. The lumen corresponding to the arterial extension did not show bubbles during the test. A video was also provided by the customer where leaking can be noticed occurring below the hub. As per the instructions for use (IFU), it is necessary to perform a visual inspection before operating the device. Do not use the catheter if it appears damaged or defective. The catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes, or cuts which could impair its performance. The dwell time of the catheter was not provided, however based on the event description, the issue was noticed during use. Manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. Therefore, based on all gathered information, it can be concluded that more likely, the device was damaged during the medical procedure. The probable root cause can be that the leak was more likely caused due to use of inappropriate cleaning agents or sharp objects. The lot involved in this event was manufactured on 09/19/2011, before the implementation date of actions related to a corrective and preventive action (CAPA). Following the evaluation, it was defined that this event is addressed by this CAPA and no additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.